Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the dislodgement allegation was confirmed. The visual inspection revealed that the lead body was slightly twisted (about a half of revolution twist) which possible contributed to dislodgment. The lead tip appeared normal. The high pacing threshold allegation was not confirmed as the lead resistances measured normal.

Event description:
It was reported that this right ventricular (rv) lead was dislodged, migrated and exhibited high pacing thresholds. The physician confirmed through x-ray that the patient had an apparent twiddler syndrome. The rv lead was extracted and was replaced without complication. No additional adverse patient effects were reported.